Event description:
It was reported that the patient presented to the clinic for noise reversion by stored episodes via merlin.net. The lead noise was confirmed to be true. Patient was asymptomatic. Fluoroscopy confirmed externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.